Event description:
It was reported that approximately thirty months post direct stenting procedure in the mid first obtuse marginal artery with one xience v 2.5 x 12 mm stent, which was inflated to 20 atmospheres; the patient was hospitalized with nausea and chest discomfort. The functional ischemia study was positive, cardiac enzymes were elevated, and the ECG showed non q-wave myocardial infarction. The patient was medically managed, per patient request, with heparin, beta blockers and nitrates. The patient's condition resolved and was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no predilatation and above rated burst pressure. There was no reported product deficiency. The reported angina, ischemia, myocardial infarction, and nausea are known adverse events listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design. It was reported no pre-dilatation was performed and the balloon was inflated to 20 atmospheres which is above the rated burst pressure (rbp). It should be noted the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. The IFU also states: do not exceed rbp as indicated on the product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. The stent inner diameter should approximate 1.1 times the reference diameter of the vessel. It does not appear that the reported use errors contributed to the patient effects that occurred post procedure.